Event description:
The caller reported that the pump battery was depleting too quickly. There was no reported adverse impact to the customer's blood glucose level. The customer had previously uninstalled and reinstalled the t:connect mobile app to address the issue, but the depletion persisted. Technical support confirmed the battery depletion through logs and arranged for a replacement pump. The customer was instructed to return the problematic pump using a pre-paid label after putting it into storage mode.